Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 40 mg/dl. The customer addressed bg level by drinking apple juice. The customer was uncertain of the suspected cause. Additionally, it was reported that a malfunction alarm occurred during the load process. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however no failure was identified related to the low blood glucose event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus request without entering current bg levels and still having insulin on board (iob) at 1:22 am on (B)(6) 2017. Cartridge change sequence completed on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure related to the low bg event.